Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to. Customer's blood glucose levels at the time of hospitalization 800mg/dl. The customer was taken of the insulin pump while hospitalized. No troubleshooting occured.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, empty reservoir alarm or low battery alarm noted during testing. Device had cracked case at display window corner, broken battery tube threads, scratched reservoir tube window, missing reservoir tube o ring and cracked reservoir tube lip.